Event description:
It was reported that there were no lights on the communicator and it smelled burning. A boston scientific company representative performed the troubleshooting and discussed with the patient and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.